Event description:
Caller alleged discrepant low inratio inr result in comparison to the point of care (poc) inr result. The time between testing was three (3) hour. Reportedly, "milking" finger after finger stick, adding multiple drops of blood. Therapeutic range 2.0 - 3.0 for the patient. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed during in-house investigation. The manufacturing records for the lot were reviewed and there were no issues related to this complaint. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.